Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had a return of symptoms of nausea and vomiting for the past two weeks and was currently and had been hospitalized for the past few days. It was noted that the patient planned on meeting with their managing hcp. No further complications were reported/anticipated.